Event description:
Two weeks post uterine fibroid embolization (ufe) procedure, (utilizing biosphere medical embosphere microspheres), the patient entered ER for reasons unknown. The physician ruled out pe; the patient did not have fever or elevated white blood count. She was treated with antibiotics, responded well and was then discharged. Several days later, the patient returned to the ER (reasons unknown) and gyns performed a hysterectomy, and observed a large black fibroid that was tangled with her bowel. Gyns removed the fibroid and the bowel looked to be better. The patient later died in 2008. Per communication between biosphere medical and the physician, the physician indicated that the death was not a direct result of the ufe procedure, but that other pre-existing health factors may have contributed to the death of the patient. Biosphere medical will continue to investigate this incident.

Manufacturer narrative:
No device failure. Device performed as intended.